Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital and the device was found in backup vvi mode. Additional attempts to save a device image resulted in the same backup status report. The root cause of the backup status could not be determined. The issue was resolved after the physician installed a device download successfully. The patient was also reprogrammed to the previous values. The patient will be monitored closely. No further information is available.